Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had electrical contacts on the processor not connecting to the processor and was not showing an image. The event occurred during inspection for use. There were no reports of patient involvement.